Event description:
The customer reported via phone call that the reservoir had an occlusion. The customer stated that the reservoir only allowed 1 ml of insulin to deliver with a new bottle of insulin. She stated that when she tried to fill the reservoir, it would only give her 1 ml. She stated that she pushed the insulin and could only get 1 ml into the reservoir. She was unable to complete the fill reservoir process. The customer's blood glucose was 68 mg/dl. She was advised that there was not enough pressure in the vial and that she needed to add air into the vial. She noted that the insulin was not at room temperature. She stated that she would wait and allow the insulin to reach room temperature before calling back to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.